Manufacturer narrative:
Device received with cracked and detached end cap.

Event description:
Customer reported via phone call that the plastic on the right side of her pump came off. Customer's blood glucose level was 250mg/dl at the time of the incident. Customer stated that the plastic piece on the right side of the pump came off and the insulin pump exposing the computer tape and components inside the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.